Event description:
The caller reported that their t: slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Cts arranged to replace the pump and advised the caller to use multiple daily injections (mdi) as a backup therapy. The caller understood and acknowledged the instructions for returning the problematic pump and the requirements upon receiving the replacement pump.